Event description:
The reporter indicated in a scientific article that a vns patient experienced a 150% increase in seizure frequency. The reporter indicated that the patient was "nevertheless remarkably improved in well being, as the seizures were very brief and not associated with injury or post-icital lethargy." The cause of the increased seizures and their relationship to vns therapy is unknown. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Article citation: murphy jv et. Al. "Vagal nerve stimulation in refractory epilepsy: the first 100 patients receiving vagal nerve stimulation at a pediatric epilepsy center." Arch pediatr adolesc med 157.: 560-564, 2003.